Manufacturer narrative:
H6: investigation summary bd received eighteen (18) samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube underfilled. The following information was provided by the initial reporter: "it was reported that the tubes are underfilling causing patients to be stuck again."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube underfilled. The following information was provided by the initial reporter: "it was reported that the tubes are underfilling causing patients to be stuck again."